Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the deflectable videoscope exhibited image noise and temporary image loss. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. It is likely the image sensor unit may have had an anomaly, leading to the subject event. The probable cause of anomaly is external stress of bumping and dropping of the distal end section of the endoscope, damaging the internal image sensor to be broken since discoloration of glue around the objective lens of the distal end section of the endoscope and chipping on the distal sheath glue was observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use: instructions for ltf-s190-10 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image.¿ olympus will continue to monitor field performance for this device.